Event description:
It was reported the patient experienced an inflammatory mass. The type of medication, concentration, and daily dose being administered via the pump were not reported. No patient outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.